Event description:
It was reported the stent partially deployed. It was removed from the patient and another device was used successfully. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk.